Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the impactor cap is cracked. The device will no longer function as intended. Dimensional measurements are conforming to print specifications. The device exhibits wear & tear that indicates successful use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the product was visibly fractured. No patient involvement was reported.

Manufacturer narrative:
The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.